Manufacturer narrative:
Complaint not confirmed,

Event description:
The picks keep breaking during use and it takes 2-3 picks to clean their teeth. (No harm was caused replacement and return envelope have been sent).